Manufacturer narrative:
Per data log analysis, the power manager log shows the system was powered up on (B)(6) 2018. No way to tell for sure but the battery may be full on this date. The power system was powered up again with no central control monitor (ccm) connected so there was no way to tell what the date was. After three hours and 12 minutes the power manager reports a "supply voltage failure" 10 (5vlr voltage = 4699). This may disable the battery charger. The next time the system was powered up is on (B)(6) 2019 (on battery). The battery capacity was reported as 2/16, and battery voltage is very low at 22.679 volts direct current (vdc). This would result in a red light emitting diode (led), and a low amp hour (ah) value. Bulk charging starts but the log ends after a few minutes, before the batteries finish charging. It was also noted that the system was only powered up once between (B)(6) 2018 and (B)(6) 2019 (over four months). The system 1 operators manual recommends completely charging the battery at least once per month to avoid battery damage when a system was in storage.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per field service representative (fsr), logs show the unit has not been powered up since (B)(6) 2019. The unit was charged overnight and batteries passed release test.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the batteries were less than 1.0000 ampere hours (ah). There was no patient involvement.